Manufacturer narrative:
Five (5) new. List #mrsa60-84, 84" were returned for evaluation. As received no anomalies, damage or anomalies were observed. No mating device was returned for evaluation. Each of the sets was primed and no occlusion or flow restriction during priming was confirmed. The complaint that the needless port valve doesn't open up cannot be confirmed or replicated. The device history review (DHR) lot#8031785 was reviewed and no non-conformities were found that would have led to the reported condition on the complaint. D9 - date returned to mfg: 7/8/2024.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that an 84" (213 cm) 60 drop, vented/non-vented gravity admin set w/y site, 2 microclave® clear, rotating luer, approx priming volume: 10.8 ml generated a no-flow event during use. It was reported that the nurses and anesthesiologist reported that on week (B)(6) 2024, the needless port valve doesn't open up when the medline is screwed in. Therefore, the med will not infuse. It has happened several times now with this batch. They ordered 4 cases and have only opened 1 box so far. The anesthesiologist doesn't want to use the same brand. The event occurred during active patient use (device actively connected to the patient). The medications involved were propofol and remifentanil. The returning samples are new; the used ones were disposed of. The sample is available for return. There was no injury/death.